Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2017-07333. Follow up information indicated the patient had effective therapy restored.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2017-07333. It was reported the patient had surgery for scs lead revision due to lead migration. During the surgery the doctor found only one lead had migrated with the plan to reposition the lead. The doctor accidentally removed a lead that was still in the correct place, both leads were explanted and replaced.